Event description:
On (B)(6) 2009, stryker biotech received a report that a female patient who received one unit of op-1 implant on (B)(6) 2009 for a humeral non union experienced 'some local swelling' approximately six days postoperatively. The initial report included a statement that 'everything else is normal', including the patient's white blood cell count. The report also stated that the physician decided to readmit the patient overnight for observation. No further details were included in the initial report. Additional information will be requested.